Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to metallosis, resulting in a protrusio defect which was bone grafted. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿